Manufacturer narrative:
According to available information, this device remains implanted and in service. Should additional information become available, this event will be updated.

Event description:
Boston scientific received information that during the implant procedure, during defibrillation testing, telemetry was lost temporarily and the arrhythmia could not be detected. No adverse patient effects were reported. This device remains implanted and in service.